Event description:
Part of tubing for chest tube was found to have small holes in it. The affected portion was external to the patient. Affected portion of tubing removed and replaced with unaffected tubing. FDA safety report ID # (B)(4).